Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual examination, a degraded piece of burned plastic was observed inside the tubing. The reported condition was verified. The cause is manufacturing related, due to intrinsical particulate from pvc material burned at the moment when the tubing was extruded on the die set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, contamination was observed. There was no patient involvement. No additional information is available.